Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 130 mg/dl. Tandem technical support educated the customer on insulin gauge calculations of the pump. The customer declined to reload the cartridge at the time of the call, and continue to monitor the insulin gauge on the pump.